Manufacturer narrative:
Explant. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted from the patient's right eye (od) and replaced with a model pcb00 iol. The reason for explant was not provided. The explanted lens is not available for investigation as it was discarded by the surgery center. No additional information provided.

Manufacturer narrative:
(B)(4). (Reason for non-evaluation): other {81}. (Device manufacturer): no {false}. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.